Event description:
It was reported that patient was in the ICU and when the nurse practitioner went to interrogate the device to run diagnostics and the patient experienced asystole. The np immediately stopped the interrogation, so impedance value unknown. Over the next few hours, the patient had been experiencing asystole every hour. It was later reported that per the physician's assessment, the cause of asystole is related to vns stimulation. The patient was in the hospital due to other issues which were possibly related to severe covid symptoms. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4). Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.